Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-10439, 2017865-2019-10440. It was reported that the patient developed an infection. The pacemaker system was removed. The patient was stable.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.